Manufacturer narrative:
Methods: evaluation of actual device ; review of complaints history. Results: the customer complaint incident confirmed. The lcx02 monitor was working to specification and the root cause of the complaint incident was identified as the user used the monitor outside the 0 to 150 mmhg range. The DHR review could not be completed for the lcx02 monitor reported as defective since the serial number of the monitor was not provided by the reporter. The DHR review will be completed during the failure analysis investigation if the serial number becomes available. Rate of occurrence: during the time period ¿(B)(6) 2014 to (B)(6) 2015¿, the global product usage for lcx02 monitors was calculated as (B)(4) usages, using the total quantity of lcx02 monitor catheter sales sold to calculate the quantity of usages. The quantity of complaints over the 12 month period with the key word identified in the complaint review can therefore be calculated as (B)(4) of procedures. Conclusion: the root cause of the complaint incident was identified as the user used the monitor outside the 0 to 150 mmhg range. This resulted in the bedside monitor not reading the value on the lcx02 monitor as reported; with the value on the bedside was always -14.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
When trying to pair the (lcx02) licox to the ge pt bedside monitor, the licox would synchronize to the bedside but once it was out of synchronization mode the bedside monitor would not lead the value on the licox, the value on the bedside was always-14. Several different bedside monitors were connected and the same thing happened with all of them. There was no pt contact or injury involved with this event.